Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, robotic coordinator (roco) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported repeated recoverable error 23070 on set up joint (suj) 4. Caller hard power cycled, but issue persisted. Customer disabled universal surgical manipulator (usm) 4 and proceeded with the surgery. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was unknown what type of dv surgical procedure was performed by the surgeon. The date and time of the surgery was (B)(6) 2025 at 8:29 am. Ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system did initially power on without errors. Site disable usm 4 and completed surgery with 3 usm's.